Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2024 by the american society for surgery of the hand titled ¿a prospective randomized pilot study: one-year outcomes of ligament reconstruction tendon interposition versus suture tape suspensionplasty for thumb carpometacarpal joint arthritis¿. The study reviewed seventeen (17) patients who underwent hand and wrist procedures using arthrex swivelock to treat carpometacarpal joint arthritis. One (1) patient experienced hypersensitivity of the thumb, one (1) patient experienced superficial skin infection, and one (1) patient experienced osteolysis on radiographs with concern for infection during the twelve (12) month follow-up period. Ref: graesser, e. A., et al. (2024). "A prospective randomized pilot study: one-year outcomes of ligament reconstruction tendon interposition versus suture tape suspensionplasty for thumb carpometacarpal joint arthritis." J hand surg am 49(10): 955-965.